Event description:
It was reported that the rover power entry module was cracked, so the start of a surgical procedure was delayed by 30 minutes. There were no patient or user injuries reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The service technician confirmed the damage to the power entry module. The module was replaced and the rover was returned to use.